Event description:
It was later reported that the onset/diagnosis of infection was about (B)(6) 2012. The patient did not have meningitis. The signs and symptoms of the infection were fever, incisional wound opening and drainage. The primary location of the infection was the device pocket. A culture of the pocket was obtained. The type of organism cultured was unknown. The treatment of the infection included intravenous antibiotics and partial device system explant. The infection resolved.

Event description:
The patient missed their refill appointment due to the infection causing them to run out of medication. The patient was hospitalized for pump pocket infection. There was an opening with drainage coming out. There were no alarms associated with the zero ml reservoir volume reported. The previous refill volume was 35 ml and the logs read that 35.3 ml had been dispensed.

Manufacturer narrative:
(B)(4).

Event description:
An infection over the location of the patient's pump occurred. The physician planned to stop the pump and explant it on (B)(6) 2011, due to the infection in the pump pocket. It was noted that the patient was doing very well with no withdrawal symptoms or return of spasticity, despite a calculation that indicated the pump was currently empty for approximately 48 hours. A pump alarm was heard and confirmed via telemetry. The critical alarm was in regards to zero ml reservoir volume being reached. Drug delivered was lioresal 2000mcg/ml at a daily dose of 309mcg. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8731sc, serial #: (B)(4), implanted: (B)(6) 2010, explanted: unk.